Event description:
Complainant alleged that while attempting to defibrillate a male patient in cardiac arrest, the medic analyzed the patient in AED mode and the device did not advise shock. The medic performed CPR, analyzed the patient again, and the device advised shock. During charging of the device to 120 joules the device displayed a "bridge test fail" message. Complainant indicated that the medic changed from pads to paddles, and the device displayed another "bridge test fail" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.